Manufacturer narrative:
(B)(4). The device was not received by baxter so an evaluation could not be performed. If the device is received an evaluation will be performed and a supplemental report will be submitted.

Event description:
It was reported that primary infusions of medications amiodarone and zosyn commonly cause false air in line alarms. The customer stated that during infusions of amiodarone, "microbubbles" are often observed in the tubing. There was no reported patient injury.